Event description:
Correction: there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1-a6, b5: corrected. H6: investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was low co2 unstable. The customer reported issue was not able to be confirmed through calibration. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. No action required - monitor is operating within factory specifications. Device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had low o2 unstable. No additional information.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.